Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. The customer removed the syringe from the cartridge and was unable to dispense any insulin out of the syringe. A new cartridge was successfully filled resolving the issue. Blood glucose level was 219 mg/dl.